Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: november 24, 2021. Product code: 412.214s; lot number: 322p154; manufacturing site: (B)(4); release to warehouse date: 30 aug 2021; expiration: 01 aug 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on november 24, 2021, the patient underwent the open reduction internal fixation surgery for femoral neck fracture with the fns implants in question. The surgery was completed successfully without any surgical delay. After the surgery, the bone union failure was confirmed on an unknown date. A revision surgery performed on (B)(6) 2022. The fns implants were removed and replaced with tha. The patient was reported as stable. This report involves one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This is report 4 of 4 for (B)(4).